Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that, a few months prior to the report, the stimulation quit working on one side, not on the other side. The patient stated the stimulation needed to be programmed to reach the pain higher on the right side. The patient said that, a month and a half prior to the report, they were not feeling any stimulation at all. The patient stated they now have turned the implant off. The patient also reported that they always have had a hard time getting coupling boxes when recharging, since implant. It was noted that the patient last charged the ins a few months ago. The patient was directed to their healthcare professional. No further complications were reported/anticipated. (B)(4).